Event description:
On (B)(6), the user contacted dario to report low blood glucose (bg) readings.the user reported receiving from his dario meter a bg reading of 61 mg/dl compared to a bg reading of 100 mg/dl from his non-dario meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. As of this date, the user's case is still in progress. If new information is received at a later date, a follow up report will be submitted. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.